Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding and cesarean section. Concurrent conditions included hemorrhoids, salivary gland cyst, unilateral leg pain and uterine bleeding. Concomitant products included amitriptyline, aripiprazole (abilify), cyclobenzaprine, escitalopram oxalate (lexapro), estradiol (estrogen), ethinylestradiol;norgestimate (sprintec), fluoxetine, levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), meloxicam, mestranol;norethisterone (ortho novum), propranolol, sertraline hydrochloride (zoloft), trazodone, venlafaxine and vitamin d nos (vitamin d). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition : depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), cervicitis ("reproductive system disorder or condition type of disorder or condition: mild chronic cervicitis"), adnexa uteri cyst ("benign paratubal cyst"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("back pain"), arthralgia ("hips pain") and pain in extremity ("toes pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, depression, anxiety, back pain, arthralgia and pain in extremity had not resolved, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the alopecia was resolving and the osteoarthritis, fatigue, cervicitis, adnexa uteri cyst, weight increased, gastrointestinal disorder and irritable bowel syndrome outcome was unknown. The reporter considered adnexa uteri cyst, alopecia, anxiety, arthralgia, back pain, cervicitis, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, osteoarthritis, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, fatigue, dysmenorrhea (cramping), back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Her demographic was added. Lab data added. Concomitant condition and medication added. Historical condition added. Events: abnormal bleeding (vaginal), menorrhagia, autoimmune disorder type of disorder: osteoarthritis, dysmenorrhea (cramping), fatigue, psychological or psychiatric problems condition: anxiety, reproductive system disorder or condition type of disorder or condition: mild chronic cervicitis, benign paratubal cyst, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bowel issues, gastrointestinal or digestive system condition type: ibs, back pain, hips pain, toes pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, alopecia and depression outcome was unknown. The reporter considered alopecia, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.